Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Signal artifact was confirmed through the device image. The device was received at end-of-service voltage levels. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The elevated current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence. Additional findings: visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker was interrogated in clinic and found to have reached the elective replacement indicator (eri) on (B)(6) 2023 and end of service (eos) on (B)(6) 2023. The pacemaker was still sensing and pacing appropriately. Atrial noise reversions and pacemaker mediated tachycardia (pmt) was observed on electrocardiogram. The device was an advisory device. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was stable.